Event description:
Pt placed on bipap at approx 12:46 am for shortness of breath. Awake and alert at that time. At 8:30 am, pt found unresponsive with bipap mask intact and monitor screen of bipap machine black out. Oxygen saturation in the 50's. Pt was dnr / dni at that time, bag mask valve resuscitation attempted. Rapid response was called at 9:00 am when pt failed to respond to interventions. Lost pulse and was pronounced dead at 9:06 am.